Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a separation between the heparin line to the red ¿t¿ connector was observed. Additionally, no application of solvent was found in the heparin line and connector. A production records review was conducted by the manufacturer for the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or and/or any associated rework identified during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinical manager reported that a blood leak occurred immediately after the initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being a bloodline tubing leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally from the heparin tee on the blood segment tubing. There was no damage observed to the tubing or the bloodline packaging. The patient¿s estimated blood loss (ebl) was noted as being less than 10 cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment with new supplies on the same machine. The complaint device was reported to be available to be returned to the manufacturer for physical evaluation.